Manufacturer narrative:
(B)(4).

Event description:
It was reported the device had reached the end of life indicator as the device longevity had prematurely depleted within a six month period. The device was explanted and replaced. The patient condition is stable.